Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "punctured tissue expander."

Event description:
Healthcare professional reported unknown side "punctured tissue expander" and "upon removing the tissue expander, noticed a deep puncture or cut along the superior portion of the port". Device has been explanted.